Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed split in patch area, it is out of specification per qa(B)(4) was identified which is characterized as a workmanship. However, this workmanship is not relationship with the complaint. During the trend review of all split in patch complaints for gel breast implants for the period of (B)(6) 2017 through (B)(6) 2019, was noted an outlier in (B)(6) 2018. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified the weight was to the specification, crease fold, and deformation. A microscopic analysis was performed which identified a separation of the patch and shell was observed. Cloudiness was observed after autoclave disinfection process. Based on the device analysis the final assessment is: a further investigation is opened because the separation of patch/shell bond at edge of shell hole.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device remains implanted.